Manufacturer narrative:
Date sent: 06/09//2008. Eval summary: the handpiece was returned with a loose mount. It was tested on a gen04 and gave an error code 3. The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that prior to an unk procedure, the hand piece could not work before use on pt. Another like device was used to complete the case. There was no pt consequence.